Event description:
Paper work indicated unit went down at patient home. Found at service center that when unit was turned on it displayed hw fault. Also noted by tech, pigtail damage not allowing the charger to be secured to the cable.